Manufacturer narrative:
Permobil representative in the field evaluated the suspect device and determined that the power module associated with the device presented abnormal error codes. The power module was replaced, and the suspect component was sent back to the supplier for evaluation of possible failure mode. The associated DHR was reviewed during the complaint investigation and the device was found to meet all specifications prior to distribution. In the event that additional informaiton is received regarding this complaint, a followup MDR will be filed.

Event description:
It was reported that while driving down an incline, the powered wheelchair stopped abruptly which caused the end user to jolt foward in the seating system. The complainant stated that as a result of the end user's forward movement, the client was taken to the hospital where it was determined that the client sustained whiplash and a concussion.